Event description:
The hearing aid user told the hearing aid specialist in the dispenser's office that his wax guard was missing. The hearing aid specialist found the wax guard in the user's ear, and referred him to a physician. The physician flushed the wax guard out of the user's ear. There was no infection, or swelling or irritation.